Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has made several attempts to obtain additional information from the hospital regarding the reported event; however, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post failure analysis) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment, screw, was retrieved and no patient harm, adverse outcome or injury was reported. At this time, it is unknown what caused the breakage to occur.

Event description:
On 03-22-2017, intuitive surgical, inc. (Isi) received medwatch report mw5068236 from the FDA with the following complaint description: part of instrument fell off intraoperative, screw was obtained.